Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
During investigation, and upon review of medical records, it was noted the first night post operatively the patent was extubated and remained a little confused but reportedly neurologically intact. On the third day post operatively the patient developed seizure activity and bradycardia, which required intubation. The patient developed atrial flutter which was subsequently treated with cardioversion. The patient was seen by neurology and an eeg was consistent with encephalopathy. Antiseizure medications were adjusted and a head CT scan was planned if the patient did not improve. The patient developed a stable junctional rhythm but ultimately the implant of a permanent pacemaker was necessary. Reportedly on post operative day six the patient sustained a cardiac arrest and could not be resuscitated. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, postprocedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case the exact cause of the event is not confirmed. However, tavr patients have extensive cardiovascular pathology, are at a high risk with for cardiac event, in addition to advanced age and the patient history of cad could have caused or contributed to the event reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the implant patient registry (ipr) that approximately 6 days post tavr, the patient passed away, no additional information was provided.